Manufacturer narrative:
The event was reported by the user facility to the national authority only - there was no involvement of manfacturer´s service representatives after the event. Reportedly, the technical department of the hospital evaluated that the battery failed due to deep discharge and the battery exchange was initiated. Finally the manufacturer concludes that an investigation or further evaluation of provided information does not allow a reliable conclusion about the root cause. The affected device was manufactured in september 2013 and, the battery is subject to maintenance - it must be exchanged according the defined intervals requested in the instructions for use of the device. The state or history of maintenance of the affected device is unknown. H3 other text : device not available for investigation, 3rd party service.

Event description:
It was reported that during use on a patient the ventilator shutt down with alarm. No further assisted ventiltation was possible. No injury or serious impairment of patient´s state of health reported.